Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. The IFU for this product warns the user to never withdraw the catheter against the needle bevel to avoid shearing the catheter. However, the potential cause of catheter shearing could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that the catheter sheared off. The infusion leaked into the patient's clothing and linen. No report of a patient injury.

Manufacturer narrative:
(B)(4). The customer returned one epidural catheter for investigation. Visual examination of the returned catheter revealed that the catheter appeared to be used as biological material could be seen between the catheter coils. The mark indicating the distal tip was present. No defects were observed at the distal end. The proximal tip of the catheter was damaged. The coils were offset and flattened. The coil wire remained within the extrusion. No holes in the extrusion could be seen. The returned catheter was measured at 90.7cm, which is within specification. No pieces were missing. The damage observed on the returned catheter is from the proximal end to approximately 3mm from the proximal end. A functional leak test was performed and flow could not be established to the distal end of the catheter. The catheter was completely occluded with biological material. The distal end of the catheter was capped off and the pressure was increased to 25 psi for 30 seconds. No leaks were detected. A device history record (DHR) review was performed on the epidural catheter with no relevant findings. Other remarks: the reported complaint of a sheared catheter during use was not confirmed based on the sample received. The returned catheter was received intact and the catheter passed a functional leak test. However, the proximal end of the catheter was confirmed to be damaged as it had offset coils. A DHR review was performed on the epidural catheter with no evidence to suggest a manufacturing related cause. Therefore, based on the time of discovery and the condition of the sample received, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the catheter sheared off. The infusion leaked into the patient's clothing and linen. No report of a patient injury.

Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the catheter sheared off. The infusion leaked into the patient's clothing and linen. No report of a patient injury.